Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was powering off during use. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014, between 12-1pm. The patient reportedly manages her diabetes with insulin (unknown type) and is a self-adjuster. She reported that approximately 6 hours prior to the issue occurring, she was experiencing symptoms of ¿vomiting¿. She claimed that immediately after attempting to test with the subject device consumed more food/drink at around 10am. The patient reported going to the emergency room at an unknown time on the same day the meter would not work. Her blood glucose was tested at an unknown time and she reported having a reading of over 600mg/dl. She stated she was treated by a healthcare professional with IV fluids between 3-4pm. It is not known if the patient was later discharged that day. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The batteries did not need replacing based on the age/use of the meter. Replacement products were sent to the patient and subject products are pending return for investigation. Although the patient¿s symptoms occurred before the alleged issue with the subject device, this complaint is being reported because the patient required medical treatment by a healthcare professional after the alleged issue occurred. Therefore a possible delay in treatment due to the alleged issue cannot be ruled out.